Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 08-sep-2026, UDI#: (B)(4) .h3. Analysis of the communicator found micro usb port was loose, and electrical failure (/trs210004.1/push button led on/0/bool/1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that they were trying to connect to the pump and they were getting no pump found. The caller stated that they had tried to reboot the handset and that had not resolved the issue. The agent had the caller toggle off wifi and toggle off/on location. The caller confirmed they were not moving the communicator and patient had not had any falls or trauma. The caller was not sure if they were using the correct charging cord for the handset. The agent reviewed purchasing a micro usb charging cord to charge the handset/communicator. The caller was going to call back if they needed further assistance. The patient and their husband called back later the same day stating that the communicator was 'never lining up' with the phone part. The patient stated that the previous agent said it needed to be charged everyday but, it would work for a week at a time. The patient¿s husband was talking very fast, and the agent had a hard time following along. The patient¿s husband stated that they charged the communicator to green and they tried to bolus but, the patient could not give the bolus and then the communicator was showing red. The agent reviewed colors/indicator lights on the communicator. On the call, that patient saw no pump found. The patient tapped cancel and resynced but, they could not advance past no pump found. The patient¿s husband stated that the patient used to get 6 boluses per day since 2020. The patient denied any falls/trauma. The patient had an upcoming appointment with their healthcare provider on wednesday. The patient¿s husband stated that they had been doing this for years, and they knew what they were doing. The patient was redirected to their healthcare provider to further address the patient seeing no pump found. The patient¿s representative called back on 2026-feb-04 stating that they met with the patient¿s healthcare provider, and they confirmed there was nothing wrong with the pump. The caller stated that they had tried all day, but the issue did not resolve. The caller alleged possible water damage /dropping the communicator. The agent had the patient reset the communicator. The caller was able to get to retrieving pump setting, but the handset would get stuck at random percentages. The caller could not get the percentage to increase. A replacement communica tor was requested from the repair department due to possible wet/drop damage, and they were unable to get it to connect to the pump.